Event description:
A distributing customer reported that a user facility filed a complaint, stating that a disposable administration set leaked after 5 to 6 days of a chemotherapy (5-fu) treatment. The precise location of the leak is difficult to determine because of drug precipitate, but it is believed to be at the vent hole in the air-eliminating filter. There is no pt contact or injury reported for this incident.